Event description:
A report was received that the patient developed an infection at the midline incision following a lead revision. The patient's symptoms included chills and fever. The patient was prescribed oral antibiotics. The patient was explanted and admitted to hospital for central line antibiotics. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02 serial: (B)(4) description:precision implantable pulse generator (ipg) model:sc-2352-50 serial: (B)(4) description:linear 3-4 lead, 50cm model:sc-4316 lot number: 14997735 description:next generation anchor kit-sterile model:sc-3354-25 lot number:352299 description:w4 splitter 2x4-25 cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.